Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp unit and replaced the executive processing board and the cable,coiled cord, which fixed the issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. Executive processing - loss of power to executive processor board - loss of vbulk power to the board

Event description:
It was reported that during use on a patient, the display of the cardiosave intra-aortic balloon pump (iabp) froze. No patient harm, serious injury or adverse event was reported.